Event description:
It has been reported that the needle 25x5/8 rb ns has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: foreign material inside hub defect detected during preparation for use in the process.

Manufacturer narrative:
H.6. Investigation summary: three samples and one photo were provided by the customer for investigation. The returned samples were visually examined using 10x magnification. It was found that the returned samples had black foreign matter inside the needle hub. The black foreign matter was lightly probed with a stainless-steel probe and was found to be loose as part of the foreign matter could be scrapped off with the probe. The embedded foreign matter was measured using a caliper and was found to range in size between approximately 0.0645 ¿ 0.0805 inches in size. One photo was also provided by the customer for investigation. The photo shows a shielded needle assembly being held by a person. There is red circle around a possible black dot on the inside of the needle assembly. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, the black foreign matter in the needle hub was visually identified as grease. Based on the fact that the grease was found on the inside of the needle hub assembly it likely came from either the ejector pins when the hubs were being molded or from the racks involved in moving the needle hubs through the assembly process. Bd acknowledges that the returned samples had black foreign matter on the inside the needle hubs. As these three occurrences would not exceed the aql no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 25x5/8 rb ns has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: foreign material inside hub defect detected during preparation for use in the process.